Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the reservoir. The customer's blood glucose reading was 537 mg/dl during time of incident. The customer's current blood glucose is 600 mg/dl. The customer treated with a bolus. The customer had symptoms such as frequent urination. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.